Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced high blood glucose of 402 mg/dl. Customer stated that he believed the insulin pump is faulty. Customer stated that there might be an issue with the piston and requested the insulin pump to be replaced due to ongoing issues.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.